Event description:
New information received notes the oversensing observed was post paced t wave oversensing. Programming changes were made. The patient was stable before, during and after programming.

Event description:
It was reported that non sustained oversensing determined to be t wave oversensing was observed on the implantable cardioverter defibrillator. The patient was on dialysis and the physician believed t waves had increased in amplitude due to this treatment. The patient was stable.